Event description:
It was reported that the nurse was to perform fiberoptic bronchoscopic alveolar lavage at the bedside, and saw the balloon under the microscope, suspected balloon deformity, reported. It is found that the convex side of the replaced air bag is deformed, normal oval, and the raised side of the air bag compresses. No patient injury or clinical affects was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. No product was returned therefore the investigation could not be completed. A device history record (DHR) review showed there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of products. If the product is returned the manufacturer will re-open the complaint for further device analysis.